Manufacturer narrative:
(B)(4).

Event description:
Dexcom received additional information regarding a patient's allergic reaction that occurred on (B)(6) 2015. It was reported that the patient experienced a contact allergy from the cyanoacrylate used in the production of the sensor patch. Cyanoacrylate is present in the glue used to attach the housing of the sensor to the top (non-skin adhering side) of the patch. Patient's parent believes that the cyanoacrylate may migrate to the adhesive touching the skin, before it has hardened, coming into direct contact with the patient's skin. Patient's doctor concluded that the patient experienced an allergic reaction to the cyanoacrylate contained in the glue, used to adhere the sensor pod to the top of the mesh of the patch and not the adhesive that adheres directly to the skin.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report an adverse event that occurred on (B)(6) 2016. Patient was admitted to intensive care unit for diabetic ketoacidosis. Patient was given fluids, insulin, magnesium, and other minerals she was unable to remember. Event was related to the audio alerts not working properly. Additionally, patient tested the audio function and the receiver did not beep. At the time of contact the patient was fine. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing was attempted but unable to be performed due to an error alarm. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and confirmed the reported event of no audio output. The root cause was determined to be a defective speaker assembly.